Event description:
It was reported that the patient experienced unusual high and low flows. It was suspected that the driveline was damaged. A review of the patient's log files showed driveline fault alarms on (B)(6) 2023. It was also noted that the patient had high powers at the time of the alarms. The patient's system controller was exchanged to confirm that the alarms were due to driveline damage. The alarm persisted after the exchange, which indicated driveline damage. The log files from the new controller showed data that indicated the damage was to the internal black wire. Log files from the new controller contained low speed advisories and pump stops. It was suspected there was a short in the driveline.

Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
A short was suspected within the driveline as all other vital conditions were stable. The account did not suspect a thrombus issue and the patient's lab results were normal. The patient went home voluntarily before being readmitted for close monitoring and consideration for pump exchange. As of 01aug2023, the account indicated that the controller exchange resolved the issues.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed driveline faults, pump stops, low speed operation events, as well as elevations in pump power and estimated flow; however, a specific cause for these findings could not be conclusively determined through this evaluation. Review of the log files also confirmed multiple low flow hazard alarms that the account attributed to hypovolemia. The submitted log files contained events from 03may2023 through 11may2023. Driveline faults, low speed operation events, pump stops, as well as elevated pump power and flow values were captured on 04may2023. Some of the pump power and flow elevations were associated with decreased pi values. The driveline appeared to be disconnected shortly after these events, consistent with the reported controller exchange. Following the connection of the driveline to the backup controller, additional low speed operation events and pump stops were captured. The pump appeared to regain speed on its own in between events and after the final pump stop event on 04may2023. It should also be noted that additional, transient elevations in pump power were observed following the connection of the driveline. The files also captured intermittent low flow hazard alarms between 08may2023 and 11may2023. No additional low speed operation events or pump stops were captured following 04may2023. Additionally, pump power appeared to be within baseline range following 04may2023. No other notable events or alarms were captured. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6), and driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii lvas instructions for use (IFU), is currently available. Section 1 of this IFU, ¿introduction¿, outlines pump parameters, including pump speed, power, and flow. It is explained that, in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Lower values indicate less ventricular filling and lower pulsatility (i.e., the pump is providing greater support and further unloading the ventricle). Section 4 of the IFU, ¿system monitor¿, explains that changes in patient conditions can result in low flow. Section 6, ¿patient care and management¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This section also lists hypovolemia as a potential late postimplant complication. Section 7, ¿alarms and troubleshooting¿, outlines system controller alarms, including driveline fault, pump off, low speed, and low flow alarms, as well as how to respond to each alarm condition. Heartmate ii lvas patient handbook, is also currently available. Section 5 entitled ¿alarms and troubleshooting¿ outlines system controller alarms including driveline fault, pump off, low speed, and low flow alarms, as well as how to respond to each alarm condition. The patient handbook also cautions patients to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.